Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastric to treat a gastric outlet obstruction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the sent was deployed, but there was no stent on the catheter. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat a gastric outlet obstruction during an esophagogastroduodenoscopy (egd) procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a gastric outlet obstruction during an egd procedure.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block h6: imdrf device code (B)(6) captures the reportable event of stent failure to deploy. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it can be observed the device in position 4, without the stent and with the inner sheath kinked. Media analysis could not confirm the reported event of stent failure to deploy and packaging component missing. Additionally, based on the information provided, the as reported code device use of device issue - misuse can be confirmed. However, due to the lack of evidence it is unknown if the component missing was due to external factors such as transport and storage. Therefore, taking all available information into consideration, and without proper evaluation of the device, the overall root cause of the reported events is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat gastric outlet obstruction during an egd procedure. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastric to treat a gastric outlet obstruction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the sent was deployed, but there was no stent on the catheter. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat a gastric outlet obstruction during an esophagogastroduodenoscopy (egd) procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a gastric outlet obstruction during an egd procedure.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it can be observed the device in position 4, without the stent and with the inner sheath kinked. Media analysis could not confirm the reported event of stent failure to deploy and packaging component missing. Additionally, based on the information provided, the as reported code device use of device issue - misuse can be confirmed. However, due to the lack of evidence it is unknown if the component missing was due to external factors such as transport and storage. Therefore, taking all available information into consideration, and without proper evaluation of the device, the overall root cause of the reported events is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat gastric outlet obstruction during an egd procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastric to treat a gastric outlet obstruction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the sent was deployed, but there was no stent on the catheter. The procedure was completed by replacing and using another device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat a gastric outlet obstruction during an esophagogastroduodenoscopy (egd) procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a gastric outlet obstruction during an egd procedure.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.